Event description:
The pt was reportedly experiencing intermittencies. Programming adjustments were made and external equipment was exchanged. Device testing performed was inconclusive. The doctor will pursue device revision surgery.